Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided percutaneous drainage procedure for ascites using the navarre universal drainage catheter. On april 14, 2026, after completion of the procedure, a fracture of the drainage catheter connector was identified. It was further reported that there was no contact of the connector with alcohol. The affected drainage catheter was replaced with a new drainage catheter to complete the procedure. There was no reported patient injury.